Event description:
It was reported that the customer had a battery out limit alarm. Customer's blood glucose level was 83 mg/dl. Customer stated that the pump alarmed during normal use. Customer was advised to monitor the pump. Customer was assisted with reprogramming time/date and fixed prime. Customer will be sent a replacement battery cap. Customer had a blank screen and a filled circle during normal pump use. Troubleshooting was performed and the customer passed the self test. The display did return and the black circle was gone. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.